Event description:
It was reported to olympus, that the evis exera ii duodenovideoscope bowden cables had to be tightened. The issue was found during a procedure. Inspection and testing of the returned device found there was foreign material inside the light guide lens. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the play of the up/down knob was out of standard value due to wear of the angle wire. The grip had discoloration and the switch box had a scratch. The air/water cylinder and scope cylinder had no color. The control unit had a crack and the connecting tube had buckling. The adhesive around the objective lens had wear and there was corrosion around the forceps elevator arm. It was also noted that the universal cord had a wrinkle and water tightness around the forceps elevator was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.